Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was damaged and the distal coil was offset at 15 cm from the connector pin.

Event description:
It was reported that the atrial lead was fractured. The lead was replaced.